Event description:
It was reported that the clinician called to report high lead impedance. No noise would be produced with isometrics or pocket manipulation. The patient was asymptomatic. No additional information was available.

Manufacturer narrative:
This supplemental MDR is to correct initial MDR - describe event or problem submitted on 07/11/2017. Should have been reported as following: it was reported that the right ventricular lead exhibited high threshold and high impedance. The patient was asymptomatic. No additional information was available.

Event description:
It was reported that the right ventricular lead exhibited high threshold and high impedance. The patient was asymptomatic. No additional information was available.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.